Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures of 3d image is not displayed, and image is out of focus was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no deep scratches, severe dents, or bent outer tubes, a component failure of the outer tube. Based on the results of the investigation, a root cause could not be identified. However, it is likely the following led to the deformed outer tube: excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the rigid video scope was out of focus, and the 3d (three-dimensional) image is not displayed during inspection for use. There were no reports of patient harm.